Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient's implantable neurostimulator has not been useful for 6 years, so the patient and physician are having the implantable neurostimulator removed. The patient mentioned that he is in chronic pain. It was noted that the implantable neurostimulator is just not doing anything for the patient at this point other than hindering him in terms of getting an MRI. The patient is only head/brain eligible and not full body MRI eligible. Discomfort at the implantable neurostimulator site was also noted.